Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set shattered when letting more IV fluid into the buretrol, leaking the medication everywhere. The following information was provided by the initial reporter: "buretol shatterd when letting more IV fluid into the buretrol. Cracked from top to bottom and shattered where slight pressure from rn 's hand was holding still. Sterile IV was exposed to air and cracked plastic which is a risk for infection. New line had to be placed which increases infection risk due to connecting to site. Several patients reported tugging and bleeding after the same. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: pediatrics. Patient injury: no".

Manufacturer narrative:
A complaint of buretrol cracking during use was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015012 lot number 21105445 was performed. The search showed that a total of 10,503 units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.